Event description:
The reporter stated that after turning on the power, the temperature went higher and higher continuously and the scope connected through the light cable was heated too, which scalded the pt. This incident occurred at hospital. Further information was not available.